Event description:
It was reported that an expired dilatation catheter was used on patient. Per follow up with ibc via mail on 1(B)(6) 2021, there was no injury to the patient as the product was only used to diallate the balloon catheter to provide access to the ureter. It would be removed after the procedure and discarded.

Manufacturer narrative:
The reported event is confirmed as use related. No physical sample was returned, however, a photo samples were provided. One of the provided photos shows the product label with the expiration date of 13apr2021 in bold print which would be visible to the user. The second photo sample shows that the device was used on the patient on (B)(6) 2021. As the user admits and provides evidence that the device was used past the printed expiration date, this event is confirmed as use related. The device was used for treatment purposes; however, it is unknown if the device had met relevant specifications. As the reported event is confirmed as use-related, a DHR review is not required. As per the product label, the lot expiration date for this product is 13apr2021. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that an expired dilation catheter was used on patient. Per follow up with ibc via mail on 12may2021, there was no injury to the patient as the product was only used to dilate the balloon catheter to provide access to the ureter. It would be removed after the procedure and discarded.